Event description:
Philips received a complaint by the customer on the v60 indicating that the blower was not working. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the blower was not working. The customer had stated they had replaced the blower due to noise, but the replacement blower was not working. The customer reinstalled the original blower, but the problem persisted. The customer stated that blower rotations per minute (rpm) remained at 3000 when the pressure setting was increased and that there was no output from the blower. The remote service engineer (rse) provided the customer with the part number of the motor controller (mc) printed circuit board assembly (pcba) to replace. The customer later called back and informed the rse that they had replaced the mc pcba and central processing unit (cpu) pcba with a known working spare of both parts and confirmed the reported issue was unable to be resolved. The rse then advised the customer to replace the power management (pm) pcba, and the customer did with a known working spare which the customer then confirmed the issue was resolved. The customer stated they would order a new pm pcba to replace in this unit. This investigation is ongoing.